Event description:
It was reported that the patient underwent posterior spinal surgical procedure. It was reported that the bone screw was damaging the set screws. The bone screw was removed and replaced with a new bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.